Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon eval, the trunk cable connector was cracked and wires were exposed. The root cause of the damaged connector could not be positively identified but was likely excessive force. No adverse event resulted from the cracked trunk cable connector. The pt received a replacement electrode belt.